Manufacturer narrative:
Examination of the submitted tibial insert confirmed anticipated wear for a polyethylene knee device implanted for approximately five years. The investigation did not find any evidence indicating implant instability. A search of the complaint database did not show any other reports against the lot code. No evidence was found of product error. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability and poly wear.